Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the physician noticed the stent strut of the 3.50x24mm taxus express2 drug eluting stent was lifted up. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "satisfactory/good".